Event description:
After bathing, the care assistant was trying to locate the tcs onto the chair. While lowering, the care assistant supported herself by putting her hand on the arm rest of the hoist. The chair tipped to the side and the pt fell towards a hand basin, which prevented her from failling to floor. Pt suffered from slight bruising. One person involved.